Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported noisy image issue was confirmed. A definitive root cause of the reported issue could not be determined. However, the issue was likely, due to a faulty charged-coupled device (ccd). The cause of the faulty ccd unit could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. The device evaluation found there was no image due to a defective camera head component. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera head had a noisy image. The issue was observed during reprocessing after a diagnostic procedure. Procedures were completed with a similar device and there were no reports of patient or user harm associated with this event.